Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the patient developed limb ischemia and vascular surgery was consulted. The patient was taken to the operating room and had bilateral above the knee amputation performed. It was also reported that the impella was malpositioned with persistent low pump flow of 0.0 to 0.1 liters per minute. The physician reportedly attempted to unsuccessfully reposition the pump and suspected that the inlet was caught in the mitral valve structure. The physician made the decision to remove this impella and place a new impella, which was successfully placed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ section: warnings, cautions and precautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ correct impella catheter position ¿for optimal positioning of the impella catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve.¿

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The impella device was not returned for evaluation. The root cause of low pump flow issue most likely was improper positioning issue due impella inlet was caught in the mitral valve structure, unable to reposition. The failure mode positioning issues removed because failure mode, low pump flow root cause is supporting this issue. After further case review limb ischemia was removed and should have been against the 2nd cp pump and will be reported in manufacturer device report 1220648-2024-23958. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-23956. B1 changed to product problem. B2 should have been left blank. H1 type of reportable event. H6 codes 1942 and 4626 were reported incorrectly. New codes were added to health effect - clinical code and health effect - impact code. H10 instructions for use.